Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they moved furniture and were sweaty while wearing the device. Troubleshooting for keypad anomaly was performed and customer stated that they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.